Manufacturer narrative:
Additional information was received that the bsn sales representative cannot locate the lead and believed that it may have been accidentally were off. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate pain coverage. Database analysis result showed that the impedance measurements were observed and confirmed high impedances on 6 contacts in port a and 1 contact in port c. The program details revealed that there were active contacts with high impedances. The patient will undergo a revision procedure wherein a lead will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing inadequate pain coverage. Database analysis result showed that the impedance measurements were observed and confirmed high impedances on 6 contacts in port a and 1 contact in port c. The program details revealed that there were active contacts with high impedances. The patient will undergo a revision procedure wherein a lead will be replaced.

Event description:
A report was received that the patient was experiencing inadequate pain coverage. Database analysis result showed that the impedance measurements were observed and confirmed high impedances on 6 contacts in port a and 1 contact in port c. The program details revealed that there were active contacts with high impedances. The patient will undergo a revision procedure wherein a lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a lead was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate pain coverage. Database analysis result showed that the impedance measurements were observed and confirmed high impedances on 6 contacts in port a and 1 contact in port c. The program details revealed that there were active contacts with high impedances. The patient will undergo a revision procedure wherein a lead will be replaced.